Event description:
The customer reported that the device was not sealing tissue during an esophagectomy although end tones, indicating a completed seal cycle, were heard. The surgeon did not observe any steam during activation. No bleeding was reported and there was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.